Event description:
Boston scientific received information that this left ventricular lead displayed high pacing thresholds. The patient underwent a revision procedure where it was determined that the lead had pulled back since implant. The lead was capped. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.